Event description:
Customer reported the panorama central station rebooted and displayed an error message, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. System's error logs were cleared and problem was corrected.